Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the display lens was scratched making it difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/10/2014 with the following findings:investigation revealed the display lens was severely scratched. Unrelated to the complaint, the display screen was found to be dim and discolored. Multiple battery compartment cracks were observed. There was no evidence of moisture within the battery compartment and there were no power issues experienced during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.